Manufacturer narrative:
(B)(4). The reported issue of iipv (high drain 105 alarm confirmed in alarm log - (B)(6) 2011 8:27) was confirmed in the logs. The assignable cause for the reported issues was undetermined. The machine completed an electrical safety test and functional check as required. A service history review was performed. The device has no previous service history as the device was brand new in (B)(4) 2010. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
During troubleshooting for a separate issue, an (B)(6) home patient stated that the home choice (hc) machine alarmed for "high drain 105". This was confirmed in the alarm log. The hp stated that they felt full / bloated / uncomfortable but had no pain and could breath normally.